Event description:
The customer reported that the knife got stuck and the jaws would not open. The surgeon had to cut around the jaws to release them from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). One sample was received and the jaws were not stuck shut. Covidien could not confirm the customer's report that the jaws did not open. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.